Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to conduction failure, stain at electrical contacts of the scope connector, damage of the charged coupled device (ccd)-unit, or the like. However, it was not possible to further specify the cause of the event, for olympus could not inspect the subject device. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿ on page 99. Warning. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.". "Chapter 5 troubleshooting. If the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Warning. Never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. Should any irregularity in the function of the endoscope and/or endoscopic image be observed during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an irregularity¿ on page 97.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the colonovideoscope had an error code e315 (unsupported scope) when connecting to a cv-190 (video system center). The customer was not at the equipment but wanted to know how to troubleshoot it. The tac advised to power down the system, remove the maj-1430 cable, clean the contact point on the paddle with an alcohol prep pad, let it dry, reconnect the maj-1430 to the cv-190, power the system up, and observe the result. The tac also suggested swapping out the maj-1430 cable with a known good cable, and/or taking the scope to another tower and observe the result. The device is not expected to be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had an error code e315 (unsupported scope) when connecting to a cv-190 (video system center). The issue was found before an unknown procedure. There were no reports of patient harm.